Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the device was unable or difficult to aspirate. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "unable to draw the medicine."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: customer returned (3) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 0209880. Customer states that they syringes are unable to draw medicine. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0209880. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the device was unable or difficult to aspirate. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "unable to draw the medicine."